Manufacturer narrative:
The reported events of failure to capture and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray examinations of the lead found no anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead exhibited loss of capture and variation in the p-wave amplitude. The atrial lead was not used and replaced during the procedure. The patient was stable throughout.